Event description:
Report received of an overdose of morphine sulfate due to operator error in programming the pump. It was reported that the pump was programmed with the wrong drug concentration. The pt was to receive morphine sulfate 5mg/ml, but the pump was programmed with a drug concentration of 1mg/ml. No other pump settings were available. According to the customer contact, the pt experienced respiratory distress and was given 3 doses of naloxone 0.2mg and transferred to the intensive care unit. The pt suffered no long-term effect and has since been discharged home. The pump was never isolated, and no serial numer was recorded; therefore the pump will not be returned for testing and investigation.